Event description:
The customer reported the system would not display an image on either monitor. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated the display adapter circuit board and its connectors. The system operates as intended.